Manufacturer narrative:
Add'l info was requested, concerning the nature of the malfunction report, however no response has been received. The entire device was received and evaluated by the MFR. The device passed all functional tests. Based on qa's examination and testing. Qa concludes that no functional abnormalities of the device. Qa is precluded from determining the reason the device was removed.

Event description:
The device was removed due to a "malfunction".